Event description:
Patient receiving chemotherapy as an outpatient. Chemotherapy agent was folinic acid, fluorouracil, and oxaliplatin (folfox). Chemotherapy started in the outpatient setting. IV infusion through a central IV catheter. (B)(4) extension set with .22 microfilter was attached to gemstar pump and pump tubing. After patient left the facility and returned home, they identified that the filter on the extension set became loose and was leaking chemotherapy. Patient returned to outpatient center after clamping tubing on line. Physician notified and chemotherapy recalculated. A new infusion was obtained and infused.